Event description:
It was reported that during a lobe resection procedure, unable to reload the device as the knife had not retracted. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Firing trigger teeth. Evaluation summary: the analysis results found that the scb45 device was returned with the firing mechanism damaged as the firing wedge bands were advanced and with no reload present. As the firing mechanism was advanced a cartridge reload could not be loaded. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as no cartridge was received for analysis.